Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5081239/ 5162811.

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an explant procedure. All components were explanted and will not be returned.